Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (15 mg/ml at 2.192 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having withdrawal symptoms and they originally though it was a catheter issue but they were able to rule that out. The hcp decided to replace the patient's pump. The event date as noted as (B)(6) 2019. The cause of the withdrawal symptoms and actions taken were not available. It was noted the issue resolved.

Manufacturer narrative:
Product analysis #703526388: analysis information -- 2020-03-05 09:11:38 (B)(4), product ID# 8637-40. The pump was returned, and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.